Event description:
During arterial cannulation, the obturator of the arterial cannula did not form a sufficient seal with the cannula cap. Excessive blood leaked from around the obturator when it had been pulled back only an inch or so. No cannula changeout occurred. Obturator was removed and bypass connections continued as normal. Once the arterial cannula was appropriately connected to the pump, the patient was transfused to replace lost volume. Manufacturer response for 12fr biomedicus next gen arterial cannula, dlp (per site reporter). They will evaluate and provide feedback.